Event description:
The customer reported the generation of erroneously low ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl) with negative anion gap on their au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a broken reference electrode and clogged ise drain. The fse replaced the electrode and cleaned the waste chamber to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).